Manufacturer narrative:
Citation: coeman m., et al. Different dynamics of new-onset electrocardiographic changes after balloon- and self-expandable transcatheter aortic valve replacement: implications for prolonged heart rhythm monitoring. J electrocardiol. 2020 jan 23;59:68-73. Doi: 10.1016/j.jelectrocard.2020.01.005. [Epub ahead of print]. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the time course and dynamics of new-onset electrocardiogram changes after balloon and self-expandable transcatheter aortic valve replacement (tavr). All data were collected from a single center between january 2011 and january 2018. The study population included 91 patients (predominantly female, mean age 83.99 years), an unknown number of whom were implanted with medtronic evolut r and evolut pro bioprosthetic valves (no serial numbers provided). Among all patients, three peri-procedural deaths occurred. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all patients adverse events included: p-r wave prolongation, qrs wave widening, new-onset left bundle branch block (lbbb), and need for permanent pacemaker implantation. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.